Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported to the sales rep that a patient had to be revised for a modular implant as the stem had fractured.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular stem was reported. The event was confirmed. Device evaluation and results: the modular stem component was fractured approximately 3.1 inches from the distal tip. A significant portion of the fracture surfaces were damaged by post-fracture abrasion, including in the region of origin on the distal fragment. The material analysis report concluded that: the modular stem component fractured in fatigue, propagating medially from the lateral stem surface. The eds spectrum of the stem was consistent with the astm f136 ti-6al-4v eli alloy. No material or manufacturing defects were observed on the device features evaluated. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the root cause of the event was determined to be that the distal stem component fractured in fatigue. There is no evidence that the event was manufacturing related. Further information such as operative reports, patient history & follow-up notes are needed to investigate this event further.

Event description:
The surgeon reported to the sales rep that a patient had to be revised for a modular implant as the stem had fractured.